Event description:
The physician was attempting to advance a resolute drug-eluting stent but it could not cross the severely calcified lesion with 97% stenosis in the rca. The stent was removed. Evaluation summary: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers. A number of struts on the 14th proximal stent segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (deformation). Lesion morphology). - 97% stenosis and severe calcification. (B)(4).